Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID :977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-feb-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient had a loss of stimulation and was locked out in intensity on all groups. The patient also reported that they were violently throwing up for days a few weeks prior to the report. It was noted that the rep would meet with the patient and the issue is not resolved at the time of the event. There were no further complications reported or anticipated. Additional information was received from the rep. It was reported that the cause was not determined. Issue was not resolved as patient left facility before meeting with the rep. Additional information was received and it was reported that lead revision was scheduled for (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they do not know the patient¿s weight at the time of the event. No further complications were reported or anticipated.